Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The hcp reported that the patient¿s device had been explanted due to infection. The indications for use were for failed back surgery syndrome and spinal pain. No outcome or type of infection was reported however additional information has been requested and if received a follow-up report will be sent.